Manufacturer narrative:
Supplemental report submitted with updated information in MDR blocks b5, f10. It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported during a watchman procedure to treat bleeding risk and atrial fibrillation (a fib), a versacross connect system (rf wire versacross dilator) was selected for use. The patient was on general anesthesia. It was noted that the appendage looked suitable for closure but the patient had a very aneurysmal septum and it was determined that mid crossing would be best. Once the septum was crossed, the wire went to left side and headed toward left upper pulmonary vein (lupv) . Physician had difficult time getting sheath across septum and once sheath was in the left atrium it was noticed on flouro and echo that sheath placement looked off. The physician was instructed to hold stop everything until they could locate the device. We noticed the wire on the left side but sheath seemed to be posterior in nature. We looked for effusion and one was noted to be posterior in nature. Pericardial effusion was discovered around 3-5 minutes after crossing septum. It was then determined to pull everything out and watch to see if effusion increased in size. Pericardial effusion noted on echo but also a contrast shot was taken that showed contrast in pericardium. Size was less than 5cm and not enough to tap or cause a change in patient hemodynamics. Protamine was given and 20 minutes went by with no increase in size. Patient blood pressure remained stable, no change in heart rate and patient was stable. No other treatments needed. The patient was not on warfarin at this point. The procedure was cancelled and the patient was extubated and was explained that there was a small complication and would be brought back at another time. It was further reported that tamponade never occurred and patient remained hemodynamically stable the entire time. There was a small effusion prior to starting procedure which was anterior. This never worsened during the procedure. It was determined that the perforation occurred with the versacross wire when it was advanced to the left side as the effusion was small and very slow growing. The procedure was aborted because the physician did not feel comfortable giving heparin again after we reversed. It was determined in the patients best interest to come back at another time to have procedure done again.

Event description:
It was reported during a watchman procedure to treat bleeding risk and atrial fibrillation (a fib), a versacross connect system (rf wire versacross dilator) was selected for use. The patient was on general anesthesia. It was noted that the appendage looked suitable for closure but the patient had a very aneurysmal septum and it was determined that mid crossing would be best. Once the septum was crossed, the wire went to left side and headed toward left upper pulmonary vein (lupv) . Physician had difficult time getting sheath across septum and once sheath was in the left atrium it was noticed on flouro and echo that sheath placement looked off. The physician was instructed to hold stop everything until they could locate the device. We noticed the wire on the left side but sheath seemed to be posterior in nature. We looked for effusion and one was noted to be posterior in nature. Pericardial effusion was discovered around 3-5 minutes after crossing septum. It was then determined to pull everything out and watch to see if effusion increased in size. Pericardial effusion noted on echo but also a contrast shot was taken that showed contrast in pericardium. Size was less than 5cm and not enough to tap or cause a change in patient hemodynamics. Protamine was given and 20 minutes went by with no increase in size. Patient blood pressure remained stable, no change in heart rate and patient was stable. No other treatments needed. The patient was not on warfarin at this point. The procedure was cancelled and the patient was extubated and was explained that there was a small complication and would be brought back at another time.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.